Event description:
Dealer alleges the metal bar where seat connects is cracked on a (B)(4) wheelchair.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: frame; broken/cracked tubing at center hole both sides. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: frame; broken/cracked tubing at center hole both sides. Dealer alleges the metal bar where seat connects is cracked on a ct7a wheelchair.